Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the right atrial (ra) lead had high threshold. It was noted that the patient required very little pacing and trends have shown only less than 0.2 percent pacing in the atrium. The device was reprogrammed and ra lead is still in use. No patient complications were reported as a result of this event.